Event description:
It was discovered that the patient presented for follow-up in clinic. It was discovered that their implantable cardioverter defibrillator (ICD) was too prominent under the skin. Therefore, the physician elected to perform a pocket revision to reimplant the ICD a few centimeters lower on (B)(6) 2021. The patient was in stable condition.